Manufacturer narrative:
Exact date unknown, event occurred in approximately two years ago.

Event description:
It was reported that the patients ipg was tilted and was causing pain and discomfort. The patient also had difficulty charging the ipg. It was also noted that the patient experienced inadequate and overstimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was retained at the medical facility.